Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 600 mg/dl. Customer declined further information and declined tandem technical support's (cts) offer to perform a pump system check. Customer declined cts's offer to follow up.